Event description:
It was reported that the bd safetyglide¿ shielding hypodermic needle contained foreign matter on the cannula. The following information was provided by the initial reporter: "substance on it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ shielding hypodermic needle contained foreign matter on the cannula. The following information was provided by the initial reporter: "substance on it."

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 1343390. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, two photographs were submitted to aid in our investigation. Our engineers noted that the photographs clearly displayed a white particulate being present on the outer surface of the needle. The issue has been confirmed. Although photos were submitted for evaluation, the identity of the particulate could not be determined without the ability to subject the foreign body to compositional testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.